Event description:
Procedure: laparoscopic low anterior resection. According to the reporter: procedure: the stapler could be fired with 60 purple at the first firing. Handle could not be squeezed during 2nd firing and staples were malformed. Another device was used without further incident. Patient is fine. Patient age, gender, weight: not provided. Use of reinforcement material is unknown. Operating time extended: less than 30 min. No additional tissue resection. There was tissue damage. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).